Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was torn, and the customer had been experiencing difficulty charging the pump with the usb cable. There was no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.